Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their implant and the issue began last night. Patient gota message that mentioned end of service or service no longer needed or no longer useful. During the call there were no damages on the recharger and controller charging port. Patient got the recharge the controller message. Patient plugged the ac power and got memory problem. Patient changed date and time. Patient confirmed green light was flashing above the screen. Patient mentioned the light was yellow yesterday. Agent advised patient to charge the controller then the implant and to call back if the issue persisted.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.